Event description:
It was reported that the patient complained of chest pain. The pain was reproducible when the patient was paced in the ventricle. Chest x-ray was performed and lead appears stable. The device was reprogrammed to aai and lead revision is planned. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.